Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer stated, the tracheostomy tube had busted cuff. The tracheostomy tube was pretested before use. Pt was recannulated with another tracheostomy tube.